Event description:
It was reported that when attending to activate this artificial urinary sphincter (aus) it was determined that the pump of the device had moved from the scrotum towards the rectum. The device remains implanted, and a revision surgery has been scheduled to reposition the pump. No further details were provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.